Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that when a patient presented in-clinic with symptoms of chest-pain, increased capture thresholds, decreased r-wave sensing, and decreased pacing lead impedance were observed. It was noted that the patient still had chest pain even when no pacing was occurring. It was later found out that the patient had a perforation and that loss of capture was observed. The lead was explanted and replaced. The patient will continue to be monitored.